Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The lock had rotational and lateral movement and the index knob and lock required replacement of worn internal parts. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2007).

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on the mayfield modified skull clamp (a1059) does not work. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.